Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device dislocation ("migration of essure device") and dysmenorrhoea ("dysmenorrhea / dysmenorrhoea (cramping)") in a 41-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical dysplasia. Concurrent conditions included abdominal pain, multigravida, parity 5, anesthesia, anxiety since 2005 and panic disorder since 2005. Concomitant products included clonazepam (klonopin) since 2005 for anxiety and panic disorder, ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe) from november 2009 to july 2013 for contraception and menorrhagia, oral contraceptive nos from 2006 to 2013 for contraception and menstrual cycle management as well as ibuprofen from 2006 to 2013. On (B)(6)2006, the patient had essure (ess205) inserted. In august 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse / dyspareunia (pain during intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"). In february 2012, the patient experienced allergy to metals ("nickel allergy"). In february 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), abdominal distension ("bloating"), rash ("skin rashes"), abdominal pain lower ("lower abdomen pain"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish/ anxiety"). The patient was treated with surgery (hysterectomy and total laparoscopic hysterectomy with bilateral salpingectomy and cystoscopy). Essure (ess205) was removed on(B)(6)2013. At the time of the report, the pelvic pain, device dislocation, dysmenorrhoea, dyspareunia, allergy to metals, vaginal haemorrhage, menorrhagia and rash had resolved and the abdominal pain, abdominal distension, abdominal pain lower, depression and anxiety outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, rash and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on(B)(6)2006: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet was received. Events added from pfs- depression, mental anguish and dyspareunia (pain during intercourse), dysmenorrhoea (cramping), abnormal bleeding (menorrhagia), anxiety clubbed to previous events. Concomitant drug were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device dislocation ("migration of essure device") and dysmenorrhoea ("dysmenorrhea") in a 41-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cervical dysplasia. Concurrent conditions included abdominal pain, multigravida, parity 5, anesthesia, anxiety since 2005 and panic disorder since 2005. Concomitant products included clonazepam (klonopin) since 2005 for anxiety and panic disorder, oral contraceptive nos from 2006 to 2013 for contraception and menstrual cycle management as well as ibuprofen from 2006 to 2013. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dyspareunia ("pain during intercourse"), abdominal pain ("abdominal pain"), abdominal distension ("bloating"), rash ("skin rashes") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy and cystoscopy ). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, device dislocation, dysmenorrhoea, dyspareunia, allergy to metals, vaginal haemorrhage, menorrhagia and rash had resolved and the abdominal pain, abdominal distension and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, rash and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 14-may-2018: plaintiff fact sheet was received and the following information was provided: essure insertion date was updated from (B)(6) 2006; allergic or hypersensitivity was changed to nickel allergy; lower abdomen pain was added as event; hysterectomy was reported as dysmenorrhea treatment; rash resolved after essure removal; concomitant medications added; concomitant condition provided. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device dislocation ('migration of essure device') and dysmenorrhoea ('dysmenorrhea / dysmenorrhoea (cramping)') in a 41-year-old female patient who had essure (ess205) (batch no. 581528) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical dysplasia. Concurrent conditions included anxiety since 2005, panic disorder since 2005, abdominal pain, multigravida, parity 5 and anesthesia. Concomitant products included clonazepam (klonopin) since 2005 for anxiety and panic disorder, ethinylestradiol;ferrous fumarate; norethisterone acetate (loestrin fe) from (B)(6) 2009 to (B)(6) 2013 for contraception and menorrhagia, oral contraceptive nos from 2006 to 2013 for contraception and menstrual cycle management as well as ascorbic acid since 2013, ascorbic acid;betacarotene;biotin;calcium carbonate;calcium phosphate;chlorine;colecalciferol;cupric oxide;ferrous fumarate;folic acid;iodine;magnesium oxide;manganese sulfate;molybdenum;nickel sulfate;nicotinamide;pantothenic acid;phosphorus;potassium chloride;pyridoxine hydrochloride;retinol acetate;riboflavin;selenium;silicon;thiamine;tin;tocopherol;vanadium;vitamin b12 nos;zinc oxide (multivitamins & minerals plus lutein) since 2013, clonazepam since 2001, ibuprofen from 2006 to 2013 and paracetamol (acetaminophen) since 2006. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse / dyspareunia (pain during intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"). In (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), abdominal distension ("bloating"), rash ("skin rashes"), abdominal pain lower ("lower abdomen pain"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish/ anxiety") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (hysterectomy and total laparoscopic hysterectomy with bilateral salpingectomy and cystoscopy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, device dislocation, dysmenorrhoea, dyspareunia, allergy to metals, vaginal haemorrhage, menorrhagia, rash and hypersensitivity had resolved and the abdominal pain, abdominal distension, abdominal pain lower, depression and anxiety outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, pelvic pain, rash and vaginal haemorrhage to be related to essure (ess205). The reporter commented: date(s) of insertion: (B)(6) 2006 (discrepancy noted per pif) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: results: total bilateral occlusion. Lot number: 581528 manufacture date: 2005-11 expiration date: 2007-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2020: quality-safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device dislocation ('migration of essure device') and dysmenorrhoea ('dysmenorrhea / dysmenorrhoea (cramping)') in a 41-year-old female patient who had essure (ess205) (batch no. 581528) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical dysplasia. Concurrent conditions included anxiety since 2005, panic disorder since 2005, abdominal pain, multigravida, parity 5 and anesthesia. Concomitant products included clonazepam (klonopin) since 2005 for anxiety and panic disorder, ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe) from (B)(6) 2009 to (B)(6) 2013 for contraception and menorrhagia, oral contraceptive nos from 2006 to 2013 for contraception and menstrual cycle management as well as ascorbic acid since 2013, ascorbic acid;betacarotene;biotin;calcium carbonate;calcium phosphate;chlorine;cholecalciferol;cupric oxide;ferrous fumarate;folic acid;iodine;magnesium oxide;manganese sulfate;molybdenum;nickel sulfate;nicotinamide;pantothenic acid;phosphorus;potassium chloride;pyridoxine hydrochloride;retinol acetate;riboflavin;selenium;silicon;thiamine;tin;tocopherol;vanadium;vitamin b12 nos;zinc oxide (multivitamins & minerals plus lutein) since 2013, clonazepam since 2001, ibuprofen from 2006 to 2013 and paracetamol (acetaminophen) since 2006. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse / dyspareunia (pain during intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"). In (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), abdominal pain lower ("lower abdomen pain"), hypersensitivity ("allergic reaction"), rash ("skin rashes"), abdominal distension ("bloating"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish/ anxiety"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy and cystoscopy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, device dislocation, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, hypersensitivity, allergy to metals and rash had resolved and the abdominal pain, abdominal pain lower, abdominal distension, depression and anxiety outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, pelvic pain, rash and vaginal haemorrhage to be related to essure (ess205). The reporter commented: date(s) of insertion (discrepancy noted): (B)(6) 2006 three to four coils were noted bilaterally after insertion. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: results: total bilateral occlusion. Lot number: 581528, manufacture date: 2005-11, expiration date: 2007-10 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-mar-2021: mr received. Reporter information added. Date of insertion, rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device dislocation ('migration of essure device') and dysmenorrhoea ('dysmenorrhea / dysmenorrhoea (cramping)') in a (B)(6) female patient who had essure (ess205) (batch no. 581528) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical dysplasia. Concurrent conditions included anxiety since 2005, panic disorder since 2005, abdominal pain, multigravida, parity 5 and anesthesia. Concomitant products included clonazepam (klonopin) since 2005 for anxiety and panic disorder, ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe) from (B)(6) 2009 to (B)(6) 2013 for contraception and menorrhagia, oral contraceptive nos from 2006 to 2013 for contraception and menstrual cycle management as well as ascorbic acid since 2013, ascorbic acid;betacarotene;biotin;calcium carbonate;calcium phosphate;chlorine;colecalciferol;cupric oxide;ferrous fumarate;folic acid;iodine;magnesium oxide;manganese sulfate;molybdenum;nickel sulfate;nicotinamide;pantothenic acid;phosphorus;potassium chloride;pyridoxine hydrochloride;retinol acetate;riboflavin;selenium;silicon;thiamine;tin;tocopherol;vanadium;vitamin b12 nos;zinc oxide (multivitamins & minerals plus lutein) since 2013, clonazepam since 2001, ibuprofen from 2006 to 2013 and paracetamol (acetaminophen) since 2006. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse / dyspareunia (pain during intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"). In (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), abdominal distension ("bloating"), rash ("skin rashes"), abdominal pain lower ("lower abdomen pain"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish/ anxiety") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (hysterectomy and total laparoscopic hysterectomy with bilateral salpingectomy and cystoscopy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, device dislocation, dysmenorrhoea, dyspareunia, allergy to metals, vaginal haemorrhage, menorrhagia, rash and hypersensitivity had resolved and the abdominal pain, abdominal distension, abdominal pain lower, depression and anxiety outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, pelvic pain, rash and vaginal haemorrhage to be related to essure (ess205). The reporter commented: date(s) of insertion: (B)(6) 2006(discrepancy noted per pif) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received- new event allergic reaction were added. Lot number was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and device dislocation ("migration of essure device") in a 41-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In july 2006, the patient had essure (ess205) inserted. In february 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and hypersensitivity ("allergic or hypersensitivity"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("pain during intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). The patient was treated with surgery (underwent total laparoscopic hysterectomy and cystoscopy due to complications from the essure device). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, device dislocation, dysmenorrhoea, dyspareunia, hypersensitivity, vaginal haemorrhage and menorrhagia had resolved. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: reporter information, patient details, product information, events migration of essure device, allergic or hypersensitivity, abnormal bleeding (vaginal), menorrhagia were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and device dislocation ("migration of essure device") in a 41-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cervical dysplasia. Concurrent conditions included abdominal pain, multigravida, parity 5 and anesthesia. In july 2006, the patient had essure (ess205) inserted. In february 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and hypersensitivity ("allergic or hypersensitivity"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("pain during intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), abdominal pain ("abdominal pain"), abdominal distension ("bloating") and rash ("skin rashes"). The patient was treated with surgery (underwent total laparoscopic hysterectomy and cystoscopy due to complications from the essure device). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, device dislocation, dysmenorrhoea, dyspareunia, hypersensitivity, vaginal haemorrhage and menorrhagia had resolved and the abdominal pain, abdominal distension and rash outcome was unknown. The reporter considered abdominal distension, abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, pelvic pain, rash and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2006: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 11-may-2018: information received from legal department. She reported to her healthcare provider that she was experiencing abdominal pain, bloating and skin rashes. The device was removed on (B)(6) 2013. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (underwent total laparoscopic hysterectomy and cystoscopy due to complications from the essure device). At the time of the report, the pelvic pain, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: the essure device was successfully occluded. Company causality comment: incident ~ no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.